Manufacturer narrative:
No patient involvement. Medtronic representative replaced the motor battery charger. The system passed all functional testing after part replacement.

Event description:
A medtronic representative reported that the o-arm system motor battery charger was overcharging. Voltage measured between pins 18 and 19 on j7 was 31vdc. This was detected during a preventative maintenance procedure. No patient involvement reported.